Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since accident they have been having a lot of pain in her spine, hip, and right leg. Patient went to the hospital and the ambulance checked her spine and they said they thought everything was ok but things did not get better and slowly got worse. Patient hasn't had any stimulation down the right leg so they met with manufacturer representative (rep) today and rep reprogrammed the device and now patient is getting stimulation on both sides. Patient also mentioned that it's taking 2-3 hours longer to charge the implant in her left buttock and they are getting error messages when trying to connect to the implant. Rep said there was a problem with communicator and that patient needed a new unit. Technical services(ts) spoke with rep and found out that rep didn't have any issue connecting the tablet to the neurostimulator(ins), and that patient got message about making sure communicator was on and that it was charged and etc... Ts spoke with patient again and agreed to replace the communicator. Ts was also able to get patient to reset the communicator, which allowed her to connect to her neurostimulator. Patient will be getting MRI (B)(6)to further a ssess her scs system.